Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) ranging from 250-564 mg/dl. Reportedly, the cause was unknown. However, customer adjusted the basal rate settings because of elevated bg level. Bg was addressed with a bolus. Recommendation was made by tandem technical support to consult healthcare provider.